Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). The 3.5 x 12 mm promus was advanced, but was unable to cross the lesion. The stent delivery system (sds) was removed and prepped. Using two guide wires, the promus was advanced again; however, prior to exiting the guide catheter into the pt's artery, it was decided that the stent was the wrong size. When the sds was removed, the stent implant was not on the delivery system, nor was it in the pt. All devices were removed from the pt. The guide catheter was flushed and the stent came out. The pt was fine and the procedure continued. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was not returned. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.